Event description:
The customer reported that the max dose rate is above 5 r/min.. No patient injury was reported.

Manufacturer narrative:
The ge service rep adjusted maximum dose rate fluoro from 7.3 r/min to 4.7 r/min. Half measures 17.4 r/min. The system runs as intended.